Event description:
N/a.

Manufacturer narrative:
The side port sheath was returned with traces of blood on the sheath. The side port tubing was returned detached from the sheath. The iab catheter was not returned. The tubing pocket was examined, and an insufficient amount of adhesive was noted. This issue has been determined to be a supplier manufacturing issue and a scar have been initiated to investigate the reported failure. The evaluation confirms the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Complaints associated with sheath side port tube detached from sheath are related to sheath leaking caused by detachment. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with sheath side port tube detached from sheath, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) insertion process, the sheath introducer was placed but it was found that the connection between the sheath body and the side port was disconnected. Therapy was continued. There was no patient harm or adverse event reported.